Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer board was failed. The field service engineer replaced the board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen was not working. Due to delay and customer use the another device to dispense the medication. There were no adverse events or injuries reported based on this event.